Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to loose and protruded drive support disk. Motor passed motor test and no unexpected low reservoir alarm noted. The insulin pump had cracked end cap, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and debris under lcd window. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 362 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.